Event description:
It was reported, a pt had a percutaneous coronary intervention (pci) procedure and an engage introducer was selected for use. A significant amount of resistance was felt as the sheath was being removed. The sheath began to stretch when the physician was pulling it back, so he decided to hold it closer to the skin to get a better grip, but the sheath then broke off inside the pt. The pt was taken to surgery for device removal. The next day, the pt was going to be discharged from the hospital, when a large hematoma was observed at the access site. The pt was taken to the operating room for another surgery, for artery repair and closure. The pt was reported to still be in the hospital on (B)(6)2010. Add'l info was not available at this time.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined; however, the physician encountered resistance and physician sheath damage occurred when the sheath was removed. The engage introducer instruction for use (IFU) states to not attempt advancement without guidewire. Severe vascular damage and/or injury may occur. The engage introducer instruction for use (IFU) states do not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause. The engage introducer instruction for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.